Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Cvi received a medwatch report (mw5059755) stating that on (B)(6) 2016, a consumer experienced eye pain, eye redness, photophobia, and blurred vision (od) after wearing their contact lens too long. The consumer was prescribed ocuflox (qid) and prednisolone acetate. This event is being reported out of an abundance of caution based on the complaints of eye pain and photophobia. Cvi is unable to obtain any additional medical information.